Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he took metformin and later performed blood glucose tests on his contour next ez meter and obtained readings of 361 mg/dl at 7:02 a.m. And 146 mg/dl at 7:05 a.m. Another testing was performed on a different meter at 7:05 a.m. And a reading of 120 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot # 9cpeg09a using a blood sample, which gave a satisfactory performance.